Event description:
It was reported that a malfunction occurred with the customer's device showing malfunction code 9. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing information to reset the pump, and the customer planned to reset the pump upon returning home. Sms follow-up was agreed upon to ensure the issue was resolved and the customer's blood glucose returned to target levels. No further technical support was requested or additional information provided by the customer.